Event description:
Sheath on banding device sheared off and remained in scope so that when sclero needle was passed through the channel and became dislodged into pt's esophagus. Procedure was prolonged due to the necessity of removing the sheath.